Manufacturer narrative:
Updated fields: b4,g3, g6,h2,h6(type of investigation, investigation findings, investigation conclusions),h11 it was reported by the customer through the emergency support program that during use, the cardiosave intra-aortic balloon pump (iabp) was associated a balloon perforation. There was patient involvement reported and no injury or harm reported. Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer called in for a balloon perforation. She stated the pump associated with the perforation was in biomed because they could not be sure that blood did not reach the pump. The serial number was unavailable. There was no other information provided.

Event description:
N/a.

Event description:
It was reported by the customer via the emergency support program line that the cardiosave intra aortic balloon pump (iabp) was associated with a balloon perforation. There were no patient harm or injury was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.